Event description:
A malfunction was reported on a pump, but no notable events occurred before the issue. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, so there was no adverse impact to the customer's blood glucose level. The customer was unable to charge the pump and planned to call back later. Customer service provided instructions for resetting the pump, and the customer used a dexcom app for readings and insulin pens to manage insulin until the pump could be reset.